Manufacturer narrative:
H10: additional information was received and the file was reassessed for reportability and determined to be reportable as malfunction. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp attached to a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter break, leak, material separation and the identified deformation, dent in material and worn issue, as a complete circumferential break was observed approximately 5.4 cm from the distal end of the cath-lock that was elliptical in shape. The surface of the complete circumferential break on the proximal and distal catheter segment were observed to be granular and rounded. Furthermore necking was noted approximately 5.2 cm from the proximal end of the distal catheter segment. The investigation is inconclusive for the reported catheter migration issue, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2022), g3 h11: b5, g1, h1, h6 (patient) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and four months post port device implant via the right internal jugular vein, the device allegedly broken and leaked. It was further reported that the device was migrated to outside the body. Reportedly device was removed and replaced on later days. There was no reported patient injury.

Event description:
It was reported that approximately one year and three months post port device implant via the right internal jugular vein, the patient allegedly felt discomfort during use. It was further reported that upon examination the catheter of the device was noted to be broken and leaked. It was further reported that the device was migrated to outside the body. Reportedly device was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp attached to a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter break, leak, material separation and the identified deformation, dent in material and worn issue, as a complete circumferential break was observed approximately 5.4 cm from the distal end of the cath-lock that was elliptical in shape. The surface of the complete circumferential break on the proximal and distal catheter segment were observed to be granular and rounded. Furthermore necking was noted approximately 5.2 cm from the proximal end of the distal catheter segment. The investigation is inconclusive for the reported catheter migration issue, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 01/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2022).

Event description:
It was reported that post port device implant via the right internal jugular vein, the patient allegedly felt discomfort during use. It was further reported that upon examination the catheter of the device was noted to be broken and migrated. It was further reported that the device was removed. The current status of the patient is unknown.